Event description:
A 3.5mm diameter x 24mm length medtronic ave gfx2 stent was inserted into the circumflex coronary artery after predilation with a 3.0mm diameter ptca balloon. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal of the stent and stent delivery system, the stent dislodged from the stent delivery system balloon. The dislodged stent was snared from the aorta, successfully. It is not known if the physician followed the instructions for removal of an undeployed stent. Two further attempts were made to cross the target lesion, unsuccessfully, with another manufacturer's stent and another medtronic ave stent. The target lesion was then treated with a 3.5mm diameter ptca balloon only and there was no additional clinical sequelae reported relative to the event.